Manufacturer narrative:
Upon further review, the reported issue has been deemed not reportable as the device was outside of clinical use at the time of the reported event and does not present a potential risk of patient harm or injury. Based on this information, this complaint no longer meets regulatory reporting criteria. The customer requested that a philips affiliate service personnel (asp) be dispatched to the customer site to provide additional assistance. The asp attempted to calibrate the touch but was not successful. The asp confirmed that the touchscreen required replacement. The asp replaced the touchscreen to resolve the issue. The device passed testing and was returned to service.

Manufacturer narrative:
The customer reported that the unit was not in use on a patient.

Event description:
The customer reported that the touch screen doesn't work. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.